Event description:
A lead extraction procedure commenced to remove a right atrial (ra), capped right ventricular (rv), and active rv lead due to bacteremia. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. Utilizing a spectranetics 14f glidelight laser sheath and 16f glidelight laser sheath, all three leads were removed, with nothing noted on transesophageal echocardiography (tee) and hemodynamics were stable. However, several hours later, the patient experienced a right hemothorax and rescue efforts began, including sternotomy. Perforations to the superior vena cava (svc) and innominate vein were discovered and repaired, and the patient survived the procedure. This report captures the 16f glidelight, the last device in use, when the perforations occurred, requiring intervention. There was no alleged malfunction of the glidelight device in use during the procedure.

Manufacturer narrative:
A4) patient weight unk. D4/h4) the lot number was not provided; thus the following information is unknown: device serial number, unique ID, expiration date, and manufacture date. H3) the glidelight was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.